Event description:
It was reported that during a lap hand assisted nephrectomy procedure, the hand activation was intermittent. Another device was pulled and again the hand activation was still intermittent. The case was completed with the second device by using the footswitch. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: two devices were received in good condition. No visible damage was noted. The hand activation contacts were in good condition. The hand activation buttons were tested and functioned properly. The devices were tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand pieces and the instruments. Add'l lot # c4dx3x.